Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2008 patient admitted with following preoperative diagnosis: 1. L5-4, 4-5 facet arthrodesis with lateral recess stenosis. 2. L5-s1 retained hardware with nonunion with recurrent compression of left l5-s1. Procedures: 1. An l5-s1 removal of hardware. 2. L5-s1 evaluation of fusion. 3. L5-s1 removal of interbody device. 4. L3-4, l4-5 decompression, l5-s1 revision decompression. 5. L5-s1 tlif procedure with interbody graft with l3 to s1 posterolateral fusion. Per-op notes: local bone was impacted in the disk space at l5-s1. A small amount of bone graft was then packed in the disk space. Then the 12-mm tlif graft was impacted in the spacer protecting nearby structures. Next, the rhbmp-2 was mixed on the back table. Vascular graft was opened on the back table. Next, the drill was used to debride the bone elements in the lateral gutters from l3 to s1. The pedicles were marked at l3 and 4. Then the pedicles were cannulated with the pedicle finder at l3-4 bilaterally. The area was then probed, measured. Next, rhbmp-2 was placed in the lateral gutters, along with bone graft in the upper level lateral gutters. Local bone was also placed in the lateral gutters. On (B)(6) 2010 patient underwent ¿ir-myelogram/lumbar¿. Impression: 1. Mild anterolisthesis of l3 on l4. 2. Extradural defect noted on the left at l5-s1. ¿CT-lums spin wi cont¿, impression: 1. Mild central spinal stenosis noted at l3-4. 2. Apparent compromise of the left lateral recess and the left s1. On (B)(6) 2008 patient underwent ¿sp-ls spine 2/3v¿. Findings: multiple spot fluoroscopic images were purposes of surgical localization assistance. On ((B)(6) 2009 patient underwent ¿ch-crest 2v¿. Impression: ho acute process seen in the chest. On (B)(6) 2009 patient underwent ¿CT-headwo cont¿. Impression: negative non contrast head CT. On (B)(6) 2009 patient underwent ¿mr-brain w-wo cont¿. Impression: negative contrast-enhanced cranial MRI including thin-section imaging of the posterior fossa and internal auditory canals. Also, no change is noted as compared with the prior study. On (B)(6) 2009 patient underwent ¿CT-lumb spin wo cont¿. Impression: extensive interval surgery has been performed since 2008 with revision of the l5-s1 construct and additional decompression and fusion at l3-l4 at l4-l5. There is solid osseous posterior fusion at l3-l4. There is potentially incomplete fusion at l4-l5 at this time. ¿mr-lums spine w-wo c¿ impression: 1. Interval replacement of the ls-s1 interbody spacer with a new spacer located in the expected position extending transversely within the disc space. There 1s residual granulation tissue on the left at l5-s1 which does efface the s1 nerve root but no significant enhancement to suggest epidural fibrosis. 2. There has also been interval posterior decompression of the l4 vertebral body level with resolution of the previous central canal narrowing at this level. 3. Stable findings throughout the mid and upper lumbar spine with mild anterolisthesis of l3 on l4 accompanied with a mild disc bulge resulting in the right neural foramen at this level. On (B)(6) 2009 patient underwent MRI of the cervical spine without contrast. Impression: 1. Cervical spondylosis, worse at c5-c6 where there is left side neural foraminal stenosis. 2. Degenerative disc disease with disc bulges at c4-5, c5-6, and c6-7. On (B)(6) 2010 patient underwent bilateral digital screening mammography. There is pattern of mild ductal prominence bilaterally. Th ere is a potential new developing density in the deep subareolar region of the right breast seen only on the mlo view slightly above the plane of the nipple. While this is likely represents a summation shadow, the patient is requested to return for cone down compr ession imaging and should it be persistent, localization in the cc view along with ultrasound examination. No abnormality or change in radiographic appearance of the left breast. Bi-rads category 0: incomplete - need additional imaging evaluation. On (B)(6) 2010 patient underwent diagnostic right mammogram. Impression: 1. Bi-rads category ii: benign finding(s). 2. Recommend return for routine screening mammography in 1 year. On (B)(6) 2012 patient underwent mr lumbar spine without and with contrast. Impression: 1. At l5-s1, there is soft tissue material e xtending into the left lateral recess and neural foramen, and causing some circumferential central canal narrowing. In contrast to the prior study, it displays some mild enhancement on today's study and is concerning for epidural fibrosis. The findings are seen in the setting of prior interbody fusion and placement of pedicle screws. 2. Mild-to-moderate spondylosis at the remaining lumbar levels without frank disc herniation or central canal stenosis. Please see above for a level-by-level discussion. MRI cervical spine without and with contrast: impression: multilevel broad-based disc osteophyte complexes and loss of the normal cervical lordosis overall stable in appearance when compared to (B)(6), 2009. Findings are most pronounced at c5/6, where there is mild left neural foraminal narrowing. On (B)(6) 2012 patient presented underwent bilateral digital mammogram with cad. On 2013 patient presented with headaches. Head CT: no acute process. On (B)(6) 2013 patient presented with neck pain. Carnial MRI: no significant abnormality suspected intracranial. Sinuses and mastoids are within normal limits. Cervical spine MRI: 1. Reversal of the normal cervical curvature centered at c5-6 where there is a prominent lateralizing disc osteophyte on the left with moderately severe mass effect and associated ipsilateral foraminal stenosis. 2. Less prominent lateralizing disk on the left at c6-7 with moderate mass effect. Impression: stable mammographic appearance without findings of malignancy.